Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer¿s blood glucose level was 85 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to cracked end cap. Insulin pump passed displacement test, self-test, and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with broken battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, missing end cap sticker, severely scratched display window and stained address/serial number label noted. No moisture damage on electronics and motor assembly noted.